Event description:
It was reported that patient underwent a hip arthroplasty procedure utilizing a cup impactor on (B)(6) 2010. During the procedure, the device fractured when the cup was being impacted. It was confirmed by c-arm imaging that the fractured portion was not retained by the patient. There was no injury to the patient or significant delay to the procedure as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. The front gear and inserter screw portions of the instrument were returned for investigation. The inserter assembly as well as the spring and retaining clip were not returned as they were disposed of at the user facility. Evaluation of the returned pieces of the component found the gear teeth to be intact and few signs of wear. The threaded tip's threads appear functional with little damage. A few fracture artifacts are visible on the weld's fracture surface; however, post-fracture damage obfuscates details that might have suggested a fracture origin. The design intent of the spring is to absorb the impaction load. The instrument was used by a very high volume surgeon for the last two years. This report filed december 29, 2010.